Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lot history record (f1611902) indicated that there were no reworks, special conditions or related non-conformances for this lot. The lot met all product specifications, including quality control acceptance criteria prior to release and shipment. Based on the information provided and without the return of the device, the reported event could not be confirmed and the root cause could not be determined. However, it was reported by the facility that the patient had a relevant history of hypertension, dyslipidemia and peripheral artery disease (pad). It should be noted that per the mynx ace instructions for use (IFU), the safety and effectiveness of the mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that the balloon of the mynx ace device ruptured at the arteriotomy prior to pressing the button # 1 to deploy the sealant. There was no reported issue with the button # 1. The device was being used for arterial closure following a diagnostic procedure. During the preparation of the device, the black marker on the inflation indicator was fully exposed. Resistance was not felt while inserting the device. Resistance was not felt while pulling back to the arteriotomy. Manual pressure was held for 30 minutes or less to achieve hemostasis. The patient's hospitalization was not prolonged as a result of the event. The patient was described as fine and recovered well.